Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed multiple kinks along the hypotube. The collar is separated, and the ptfe is still holding the two ends together. Microscopic inspection revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the device is kinked.

Event description:
Reportable based on device analysis completed on 13jan2021. It was reported that the catheter was kinked and could not cross the lesion. The 90% stenosed target lesion was located in the severely tortuous and mildly calcified left anterior descending artery. A guidezilla guide extension catheter was was advanced but the device could not cross the lesion and the guide catheter got kinked. The device was retrieved and the procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure. However, device analysis revealed that the collar is separated.